Event description:
The technician alleged the bed has constant head up. No patient impact.

Manufacturer narrative:
The technician found a stuck switch. The technician replaced the outside siderail control to resolve the issue.